Manufacturer narrative:
Two unused endobutton cl ultra pac¿s were returned for evaluation. The device in question will not be returned. Dimensional assessment of one of the returned unused drills was performed and found to meet print specifications. Clinical details were provided that the surgeon was using a flexible passing pin and during the drilling the knee was flexed intern bending the passing pin. The 4.5 endoscopic endobutton drill is not designed to be bent during drilling, doing so places excessive forces on the drill. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the surgeon used the clancy system for reaming the femur and the device broke. The patient's bone quality was reported as normal. No patient injury or other complications were reported.